Event description:
The manufacturer received information alleging that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to experience chest tenderness and admission to the hospital for a suspected blood clot. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused the patient to experience chest tenderness and admission to the hospital for a suspected blood clot. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, observed the original ui knob was missing and replaced with what appeared to be some type of rotary knob. An unknown dust contaminant was observed inside the iso port of the side panel and on the top enclosure. An unknown contaminant was observed on the interior of the top enclosure. An unknown dust contaminant was observed on the pca, blower cap, side panel, blower, blower bellow, the blower propellors on the inside of the blower, on the blower box, sound abatement foam, bottom enclosure, and the inlet seal. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found one errors. The manufacturer concludes that there is no confirmed presence of degraded sound abatement foam.  In this report, section has been updated.